Event description:
It was reported that the system locked up after taking an exposure, which required the patient to be re-exposed. It was determined that an error had been received and after a reboot, checking connections, and reseating the pci card the system is working as intended.